Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for spinal pain. It was reported the patient went to their healthcare provider (hcp) on monday to get her ins turned back on. The patient reported that whenever she turns her neck in any direction she gets a jolt and it is making her nauseous. The patient had tried turning stimulation down but was still feeling the jolt. The patient was redirected to their healthcare provider (hcp). No further complications were reported/anticipated.